Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer was experiencing problems with scheduling appointments in mosaiq following an upgrade. The root cause of the issue was established that the refresh guideline job was scheduled to run daily instead of hourly. This has now been updated to run hourly as per elekta's recommended settings. It was also ascertained that the customer did not have the re-index job installed which may have affected the behaviour and this has now been installed to run daily as per elekta's install documents. Following these changes the customer has confirmed that the issue has now been resolved. Therefore mosaiq did not have any malfunction and is working as designed and intended and based on the available information there has been no mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they are experiencing problems with scheduling appointments in mosaiq post upgrade to version (B)(4).